Manufacturer narrative:
System logs were not available for review because the system logs were not complete and failure analysis was unable to confirm the occurrence of any faults or errors that could have contributed to the reported issue. However, there were no device malfunctions reported from the procedure and the customer did not attribute the adverse event to the monarch system. A device history record (DHR) review was performed for the system and there were no non-conformances related to the pneumothorax reported in this case. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the labeling.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by auris health, inc., or its employees that the report constitutes an admission that the product, auris health, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that physician observed excess amount of blood in the air way after successfully completing the monarch bronchoscopy procedure. The physician elected to use their manual bronchoscope and cold saline to clear the airway; however, complications occurred during the post-monarch bronchoscopy procedure. The patients blood had clotted and blocked the endotracheal tube (et tube). The patient then fell into cardiac arrest due to lack of ventilation from the from the blood clot being present in the endotracheal tube (et tube). The physician followed cardiac arrest protocol and was able to recover the patient. The patient was admitted into intensive care unit (ICU) on the same day. After the patient was sent to recovery in the intensive care unit (ICU), the patient was given a chest x-ray where doctor discovered the patient had experienced a pneumothorax. A chest tube was placed and removed the following day. The physician stated the pneumothorax was due to long bag ventilation time, excess suction, and over all stress on the lung that occurred during bleeding management post-monarch procedure. The patient has been released from the hospital.